Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The reported issue was not confirmed or duplicated during the pal evaluation. A internal and external inspection was performed on the power switch, power entry module, accomp print circuit board (pcb), power supply, heater pan & input power harness. No issues were encountered during the inspection process. The assignable cause for the reported issue was undetermined. Pal recommends to scrap power switch, power entry module, accomp pcb, power supply, heater pan & input power harness. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a burnt rubber smell on a homechoice (hc) machine during use. The registered nurse (rn) stated that the machine smells like burned rubber. The technical service representative (tsr) initiated a swap of the machine. The registered nurse (rn) will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.